Manufacturer narrative:
The insulin pump was received with blank display followed by an unexpected constant audio tone alarm. After disassembling the electronic assembly stack and assembling the electronic assembly stack, the insulin pump power up properly, problem isolated to electronic assembly stack. Unable to perform unexpected restart error test, displacement test, self test or verify operating current due to blank display. The insulin pump was received with cracked case at display window corners and battery tube threads, minor scratched display window and case, and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 273 mg/dl at the time of the incident. The customer stated that they changed the battery and an hour later, the insulin pump beeped and screen went blank. The customer was assisted with troubleshooting and the display shut off again. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.